Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board would need to be replaced to address the issue. There was no repair made to the device, and it was scrapped. Additional findings not related to the malfunction/issue was the device did not initially come up due to damage to the ac port causing the cable to be "pushed inside of the device. There were no exposed wires found for this issue. The ac connector cable would need to be replaced to address this issue. There were no repairs made for this issue.